Event description:
Device malfunction: cuff miss. Time of malfunction: during vessel closure. Symptom/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the femoral artery a diagnostic procedure. The physician pulled the needle plunger from the device and no suture was present. The device was removed and hemostasis was achieved using manual compression. There was no reported adverse pt effect. Though requested, no add'l info was avail.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.